Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure, tank cover, front cover, line cord, and pole clamp. Outdated printed circuit board (pcb) switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The liquid crystal display (lcd) was blank. The root cause of the reported issue was found to be faulty pcb which contains the lcd. The technician replaced pcb. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One device was returned for investigation. It was visually inspected that the device had wear and tear. The tank was filled with water and it was found that the customer complaint was confirmed. The pcb board was replaced to resolve the issue.

Event description:
Information received a smiths medical warming/level 1 hotline low flow systems - hl-90 lcd display bars and digits not appearing. No further information